Event description:
It was reported that during pre-use check, the customer confirmed the pilot balloon was inflated; however,the cuff would not inflate. No patient was involved and no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Unique identifier (UDI): unknown. No product information has been provided to date.

Manufacturer narrative:
Health impact and evaluation codes: updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three photos were received for evaluation. Visual and functional testing was performed. Visual inspection found inflation line occluded was detected. Functional testing found the cuff won't inflate; the complaint was confirmed. The root cause of the reported issue was found to be assembly error. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure by quality engineer on (B)(6) 2022. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).